Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a delivery anomaly on their insulin pump. The customer reported their insulin pump administering an unprogrammed bolus. Customer's blood glucose declined to 34 mg/dl as a result. Customer treated their blood glucose with glucose. Troubleshooting found the customer may have had accidental button pressing, causing a bolus to be administered. However, customer stated their carbohydrates was set to 297, which they never set. Troubleshooting advised the customer their insulin pump was working as designed. The customer was advised to monitor their blood glucose and the insulin pump.